Event description:
Telephone call from pt complaining of leaking tubing. Pt's husband noted a crack in the tubing between the bag and luer lock connection. Pt instructed to stop infusion and flush access with 5cc's heparin in 100 u/cc. Tubing picked up returned to facility. Nurse at pt's home reports luer lock at end of extension set snapped off.